Event description:
Event description cpi received information that this bipolar lead was removed from service. During a routine implant procedure the physician noted this lead had dislodged. He elected to explant and replace the lead with a new bipolar lead.